Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switch and noise reversion episodes due to atrial lead noise were observed. Patient was stable and will be monitored.